Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully restarted their sensor session.